Manufacturer narrative:
Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event. A field service engineering (fse) followed up with the customer over the phone to address reported event. While troubleshooting with the customer, fse instructed the customer to perform a transfer cup run and error 4153 reoccurred, confirming reported event. Fse instructed the customer to clean cup transfer pick up head with alcohol swabs, and then perform a cup transfer run. Customer confirmed run completed successfully without error. The customer also successfully performed daily, and quality control runs without any error. The customer confirmed analyzer is functioning as expected. No further action required by field service. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(4). There were no similar complaints identified during the search period. The aia-900 operator's manual under section 12 - flags and error messages states: [4153] c. Trans-z home overrun. Cause: the home sensor s062, which is not supposed to be activated after the cup transfer z-axis moves, was activated. No further operation will take place. A mf flag will be attached to the measurement result. Action: please contact tosoh local representatives. Check s062 and also check to see the cause of slipping, and so on, that occurs when pm061 moves to the limit side. The most probable cause of the reported event was due to dirty cup transfer head.

Event description:
A customer reported getting error message 4153 c. Trans-z home overrun" on the aia-900 analyzer. The customer attempted analyzer reboot and all set home function, but error continued. Analyzer is down. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for cardiac troponin I (ctnl2) and creatine kinase mb isoenzyme (ck-mb). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.